Manufacturer narrative:
Document review: versafitcup cc trio cementless shell 52 - ref. (B)(4) / lot 121425 (72 cups produced): all parameters have been found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle and the sterilization cycle have been performed according to specifications valid at the time of production. Sixty-five shells belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, there are no evidences that the event is device related.

Event description:
Reference importer # (B)(4).